Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardioverter defibrillator (ICD) did not have rf telemetry. Programming changes were performed to resolve the issue. The patient condition was stable.